Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic ventricular implantable lead exhibited increased threshold and decreased sensing measurements. Additional information was obtained that this lead exhibited increased impedance measurements.